Manufacturer narrative:
Manufacturer's report date: 10/14/2009. Pump event logs, pc unit event logs and data set were received for investigation. Log review showed that when insulin was selected from the guardrails drug library by the user, the default of 100 units/100 ml was changed to 12 units/100 ml. Once the vtbi of 101 ml and the dose of 12 units were entered, the pc unit calculated the rate to 100 ml/hr automatically. The infusion continued for about an hour before the pump and pc unit were powered off. The root cause has been determined to be programming by the user. The device history record was reviewed at the manufacturing facility, and it did not show any manufacturing issues during production build for the involved pump and pc unit. The service database and product performance monitoring database review showed no prior issues or anomalies have been reported, and indicated no prior relevant service repair history for the pump, and no prior service repair history for the pc unit.

Event description:
Customer reported an insulin drip (100units/100ml) was hung on a patient. Intended rate was 12ml/hr, but approximately one hour later, the rate was found to be 100ml/hr. Patient did require d50, increased monitoring and frequent blood sugar checks. Blood sugar did return to normal with no lasting effects from the over infusion. No further patient/event information was available.